Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the air/water cylinder and air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, a probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.